Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump had multiple error alarm. Customer's blood glucose level was 152 mg/dl at the time of incident. Customer stated that they were able to clear the alarm and also were able to rewound the insulin pump. Customer stated that insulin pump did not pass self test. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.